Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet experienced a power issue, repeatedly shutting down and indicating a power fault. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) inspected the station and adjusted the all in one (aio) power cable, securing it with a zip tie to prevent movement. The station was moved around to verify stability, and it remained powered on with no interruptions. A visual inspection showed no issues, and all cables appeared secure. The station was power cycled, and everything continued to function properly with no faults found. The system functioned as intended after the field service engineer investigated the device.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet experienced a power issue, repeatedly shutting down and indicating a power fault. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.